Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with imported extraneal viaflex and physioneal unspecified product therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by cloudy effluent, not requiring hospitalization. No remedial treatment was rendered. The peritonitis was considered mild, as the patient only experienced cloudy effluent. At the time of this report, the peritonitis was resolving. Physioneal remained ongoing. The physician did not provide an assessment of causality.